Event description:
It was reported that episode of non-sustained ventricular oversensing was observed. Review of the egm noted potential myopotentials oversensing. Programming changes were not made. Patient will be followed up monthly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.